Event description:
The customer reported via medwatch: "finger pinkness and soreness at site of pulse oximeter sensor."

Manufacturer narrative:
The pulse oximeter sensor, is no longer available for inspection. Therefore, datascope was unable to perform an inspection of the pulse oximeter involved in the incident.